Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2016-05286, 2017-00167, 2017-00168, 2017-00169, & 2017-00202).

Event description:
The patient reports receiving an injection of pain medication to treat pain and burning sensation approximately 2 years post-implantation. No revision has been reported to date.